Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Patient was implanted with afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2013. The patient presented with a type 2 endoleak and potential 3b endoleak for an indeterminate origin on (B)(6) 2018. No planned treatment has been scheduled to date.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 2a endoleak. Clinical was able to find substantial evidence to support the following additional finding of a secondary procedure completed on (B)(6) 2018; coil embolization of the lumbar arteries. There was no device related failure rather there was a type ii endoleak from the lumbar artery. During the secondary endovascular procedure these lumbar artery was embolized with coils. Procedure related harms and final patient disposition could not be ascertained due to the medical information surrounding the secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Event description:
At the completion of the clinical assessment, there was only a type 2 endoleak discovered. A secondary procedure was performed on (B)(6) 2018. The lumbar artery was embolized with coils.